Manufacturer narrative:
(B)(4). The actual used needle/suture was received for analysis. The tip was broken and slightly marks on the tip could be observed. A fracture was observed at the tip of the needle. The fracture was composed of microvoid coalescence. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2017 and suture was used. The surgeon opined that it was harder to pass the needle through the tissue than usual. The operation was completed by using another new needle-suture. According to the surgeon, the appearance of the needle in question was different from the new one. There were no adverse consequences to the patient.